Event description:
It was reported three days after implant that the patient had a CT scan showing the patient's right ventricular (rv) lead tip in the pericardial space indicating cardiac perforation resulting from the reported rv lead dislodgement. The patient was treated for cardiac tamponade. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.